Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was scheduled for a lead revision procedure due to noise and elevated thresholds on right ventricular lead. The physician capped and replaced the lead on (B)(6) 2019. The patient did not experience any adverse consequences and was stable post procedure.